Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was noted that the patient had received inappropriate high voltage therapy from their right ventricular lead. The inappropriate therapy was delivered due to oversensing noise. The noise was reproducible with isometrics. It was also noted that the lead exhibited high impedance, high capture thresholds, and a decrease in sensing. No device intervention was performed but the patient was admitted to the hospital. Patient was stable.

Event description:
New information received indicated that the right ventricular lead continued to exhibit consistent noise and a significant increase in impedance. On (B)(6) 2019, the lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.